Event description:
Patient underwent cryo-ablation procedure. When retracting the achieve loop catheter and cryocath balloon into the flexcath steerable sheath post procedure, it was reported that there was a little resistance. Upon inspection the achieve mapping catheter tip was stretched and electrodes were missing. We pulled ~70ml blood and negative on the flexcath when removing. We did find 7 of the 8 electrodes within the catheter and removed blood. The tip of the mapping catheter was stretched and wire broken internally. It is unknown if the entirety of the catheter was successfully removed or if an electrode and tip were lost.